Event description:
Corneal burn. A medical representative reported a case regarding a pt (sex and age unknown) who experienced a corneal burn after having been treated with healonid (sodium hyaluronate) during an ophthalmic surgery. The outcome was unknown. According to the medical representative, the physician assessed that the adverse event was due to the fact that he did not ensure himself to have created a "cave" in healonid 5 anterior to the lens surface. This would have allowed the fluid to continue to flow into and out of the eye without any risk of burns. All the surgeon's colleagues were taught about this technique and no further incident occurred. No further info has been provided. The technique of phacoemulsification requires free flow of fluid at the tip of the instrument which helps to cool the system, and prevents accidental heat related damage to the surrounding tissue. A blockage of the free flow of fluid may be a contributing factor for the reported corneal burn. It this report it is stated that the sugeon had not produced a cave in the healonoid 5 anterior to the lens surface which would have facilitated free flow of fluid.